Event description:
The micro drill medium straight attachment was returned to stryker instruments for service, and during functional evaluation it was noted that there was a broken bur inside. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
During the device evaluation, the reported event of a broken bur inside the attachment was confirmed. The front ball bearing of the attachment was shattered, which could cause or contribute to a bur break. The attachment is not a repairable device and will not be returned to the user facility.